Event description:
It was reported that the flex deflectable videoscope displays a foggy image. It is unknown when the issue was found. There was no patient involvement or patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.